Event description:
A (B)(6) female underwent placement of laparoscopic adjustable gastric banding on (B)(6) 2009. Several lap-band adjustments performed between (B)(6) 2009 and (B)(6) 2010. Pt subsequently developed worsening gerd and dysphagia. Lap-band could not be deflated or adjusted. On (B)(6) 2010, the port was accessed with huber needle under fluoroscopy. Unable to aspirate the port. Contrast instilled through needle with resistance and extravasation of contrast into peritoneum compatible with port tubing occlusion. Surgical exploration on (B)(6) 2010 revealed that the stomach had slipped above the lap-band. Port tubing was divided, releasing sterile fluid from the band, relieving pressure around the proximal stomach and band. Stomach tissue was friable and attenuated. Lap-band surgically removed.